Event description:
It was reported that the customer passed away. The cause of death was blunt trauma to the head resulting from a car accident. The customer may have also suffered a heart attack. The customer's last known blood glucose reading was 64 mg/dl. It is not known if the customer treated for the low blood glucose reading. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 3004209178-2010-80222 to view the report under the insulin pump.